Event description:
Boston scientific crm received information that the patient implanted with this device had received an inappropriate shock. Upon interrogation, it was noted the device had recorded pacing impedance measurements greater than 2000 ohms on the right and left ventricular leads. It was also reported the pacing thresholds had increased. Noise could be seen on the device electrogram when touching the skin over the device. A replacement procedure was performed. At explant, it was reported damage was noted on the device header. This device is part of the subpectoral implant 2009 product advisory, which was initially communicated december 1, 2009. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of header damage. A weakened bond was noted between the header and the titanium case. An x-ray of the device header was performed and almost all the header wires were fractured. A review of device memory also noted out of range shock impedances prior to explant. Analysis revealed the header wires were fractured due to fatigue, causing the clinical observations of noise, out of range impedance, increased threshold, and inappropriate shock. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.